Event description:
Dr. Was using the powered endoscopic linear cutter and when he fired it, the device cut properly but did not return. He had to remove the battery and re-insert it, which fixed the problem and returned the tip.